Event description:
A malfunction with code 16 was reported, and it was confirmed that the customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer used a backup insulin pump to ensure continued insulin delivery, and tandem technical support sent a replacement pump, providing instructions for storage and return of the faulty device, which the customer acknowledged.